Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Complaint sample was evaluated and the reported event was confirmed. Visual examination of the returned product identified a gap between both parts which indicates both parts were not fully assembled. Cosmetic inspection of the products found no damages other than wear damage to the locking ring which indicated the assembly tool had been used. Device history record (DHR) was reviewed and no discrepancies were found. Root cause was unable to be determined. A summary of the investigation has been sent to the complainant. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information is available at the time of this report.

Manufacturer narrative:
(B)(4). Concomitant medical products: 115340 623140 comp rvs hmrl ti tray 44mm. Report source foreign (B)(6). Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted. Multiple MDR reports were filed for this event, please see associated reports: 0001825034 2021 - 00988.

Event description:
It was reported that during the procedure, the humeral tray and bearing were not able to be fixed and assembled together. No adverse event has been reported as a result of the malfunction.